Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a ventilator restart and a vent inop upon restart of the ventilator. The service technician replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.